Event description:
It was reported that the atrial impedance had increased and was unstable, with p-wave reduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, implanted: (B)(6) 2004; a 407658 lead, implanted: (B)(6) 2006. (B)(4).